Event description:
It was reported, during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation, it was noticed that the tip of dilator and the tip of the sheath were damaged. The devices were replaced, and the procedure was completed without patient complications. The devices were received for analysis and investigation is still in progress.

Manufacturer narrative:
Inspection of the returned sheath and its native dilator confirmed the damage at the dilator tip. Functional evaluation of the sheath found the device able to achieve and maintain deflection. An attempt to evaluate the sheath and its native dilator's compatibility observed a smooth interface with minimal resistance. Inspection of the valve hub found excess adhesive present at the access site at the proximal end of the shaft, identifying this defect as the most probable cause of the damage on the dilator.

Event description:
It was reported, during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During preparation, it was noticed that the tip of dilator and the tip of the sheath were damaged. The devices were replaced, and the procedure was completed without patient complications. The devices were received for analysis and investigation is still in progress.